Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic. Upon interrogation, the atrial lead exhibited high capture threshold. The lead was found to be dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient was stable.